Event description:
It was reported that, "patient has a gmrs proximal tibia and is scheduled for surgery (B)(6) for soft tissue repair. Doctor requested poly implants exchange."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.